Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) gave intermittent low vacuum error. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limit event site phone number : (B)(6).

Manufacturer narrative:
Updated fields - e1(site country, event site telephone -(B)(6), event site state - (B)(6)). A getinge field service engineer (fse) stated observed that system it is giving intermittently low vacuum error. Problem found with drive manifold assembly. System is not working.additional information was requested from the customer with regard to the repair and status of the iabp.

Event description:
N/a.